Event description:
Per written report: "rn found total parenteral nutrition and IV fluid in bottom of pt's isolette, then noted a hole in pts u connector. Apparently pt had not been receiving prescribed amout of IV fluid and total parenteral nutrition from 2250 until 0830 am. Md notified - no apparent pt injury or negative outcome related to defective device." One incident. Four day old female pt.